Event description:
Caller reported that their pump screen was dark and would not turn on. The customer declined to provide their blood glucose level at the time the issue was noticed. After several troubleshooting steps, the pump did not respond initially but later turned on with a black display, prompting customer technical support (cts) to decide on replacing the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.